Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6); added here due to character limitation in respective field.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign object came out of the nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (g3 ¿ new aware date) should be: 09/06/2024. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, foreign material came out of the nozzle, could not be identified. The legal manufacturer could not confirm if there was no deviation from the reprocessing steps. The foreign material could not be identified. The root cause of the remained foreign material could not be identified. The foreign material could not be identified from the obtained information. Based on the information obtained, it was unclear whether the reprocessing was carried out as per the IFU, so the cause of the residual foreign material could not be determined. However, we could not specify the event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor the field performance for this device.